Event description:
A malfunction alarm, specifically malfunction code 24, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and confirmed the shipping address. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was instructed on returning the faulty pump using a prepaid label and return box. The customer was also instructed to program their settings and connect their continuous glucose monitor (cgm) to the new pump.